Event description:
The customer reported via phone call that the insulin pump no longer worked after it had been exposed to water. The customer stated that he had been pushed into a pool with the insulin pump on, and he observed water in the liquid crystal display screen. The customer did not know the blood glucose reading at the time of the event. He noted that his blood glucose was running high in the 300 mg/dl range and had been treating with manual injections. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage at the electronic assembly. The insulin pump was also received with a minor scratched liquid crystal display window and cracked case near the display window corners.